Event description:
It was reported that the procedure was to treat a lesion with mild tortuosity, mild calcification, and 90% stenosis in the mid left anterior descending artery. Resistance was noted while removing a 2.75x8 mm nc trek rx balloon dilatation catheter (bdc) protective sheath/stylet. The bdc was soaked prior to use. The bdc was not prepped (air aspiration) outside the anatomy prior to use. After successfully implanting an unspecified stent, the bdc was advanced without resistance toward the stent to perform post-dilatation. An attempt was made once to inflate the bdc balloon to 12 atmospheres but the balloon completely failed to inflate. A shaft leak was suspected. An attempt was made to withdraw the bdc but resistance was noted with the guide catheter. The bdc proximal shaft separated into 2 pieces and the distal portion of the balloon catheter shaft remained in the guide catheter. The guide catheter and distal portion of the catheter were removed as a single unit and replaced with a new guide catheter. A new same size nc trek rx bdc was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect prep. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported inflation difficulty, leak, difficulty removing the protective sheath and difficulty removing from the guiding catheter could not be tested/confirmed due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the preparation for use section of the nc trek coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.